Event description:
Event description cpi received information that during the implant procedure of this implantable pulse generator (ipg) inhibition of the ventricular output was noted. A high lead impedance was also noted. It was also stated that 'the set screw didn't want to tighten or loosen properly; lead couldn't be removed until it was tightened and re-loosened'. The ipg was not implanted.